Event description:
During the tightening of spinal hardware, the threads of the setscrew stripped. This happened multiple times. Surgeon implanted another style cross connector. The problem did not cause any adverse pt event, but did resulted in a delay to the case in excess of 30-minutes. As a result of this significant delay, an MDR is filed to document this event.

Manufacturer narrative:
The hardware and torque limiting drivers were returned to depuy spine for eval. Testing by (B)(4) confirmed that the head-to-head tighter (B)(4) was found to be out of specification. The device is intended to reach maximum torque (2.5 +/-0.25 n-m) and click out. The device in question clicked out at 4.03 n-m. This appears to have resulted in atypical force being applied to the hardware resulting in the problem that was experienced. This device was manufactured to specification in (B)(4) 2005, but appears to have become worn over time.